Event description:
It was reported that insulin squirted out during the manual prime process. The customer's blood glucose was 12.2mmol/l. It was stated that the insulin pump alarmed and was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing end cap sicker.